Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act keypad dome. The insulin pump passed self-test. No watchdog timeout alarm or software error alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a software error alarm and watchdog timeout alarm. The customer's blood glucose was 11.2 mmol/l at the time of incident. The customer stated that they had to program time. The customer performed self-test and the insulin pump passed. The insulin pump will be returned for analysis.